Manufacturer narrative:
Consumer states they experienced a broken tooth/dental implant. Date of event is approximate. Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that while using the diamondclean toothbrush it jerked back and forth in their mouth causing them to break a tooth implant.

Manufacturer narrative:
Additional product returned; evaluated and no abnormalities found with the exception of intercare brush head which had slight scratching on the back of the brush head, possibly from abrasion with the customer teeth or implant. Part number: date code: description: hx9100, 171009 1 diamond, clean base charger. Hx9210, 161114 1 diamond, clean travel charger. Hx904x, 171101 33m, adaptive clean brush head. Hx900x, 170914 21m, intercare brush head. Hx606x, 170904 11t, diamondclean brush head #1. Hx606x, 171011 12t, diamondclean brush head #2. The root cause of the customer's complaint could not be determined.